Manufacturer narrative:
Citation: chodór p, wilczek k, przybylski r, tabala b. Good long-term effect of a self-expanding valve implantation in a patient with a dehiscenced biological aortic valve. Kardiol pol. 2025;83(9):1095-1097. Doi:10.33963/v.phj.106322 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case of a patient with a dehiscenced medtronic freestyle aortic bioprosthesis (size 21 mm) who underwent transcatheter valve-in-valve replacement with a medtronic corevalve (size 26 mm). The freestyle had been implanted for approximately five years when the dehiscence (detached portion of the valve) was identified following the patient¿s admission to the hospital because of heart failure. The authors recounted that the dehiscence caused severe aortic stenosis with a gradient of 111/68 mm hg and a reduced ejection fraction of 45%. Immediately following corevalve implant, procedural imaging showed moderate paravalvular leak (pvl). Imaging performed in the years following valve-in-valve replacement found good hemodynamic performance of the corevalve, with negligible pvl.